Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The lens was inspected under microscope at 10x and was found with stains adhered to both sides of the optic body compatible with the implant and explant process of the lens. The manufacturing certified operator inspected the lens for optical properties according to establish procedures. The diopter measurement results showed that the lens measured 18.0 diopter, which is within specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye, which was removed and replaced in a secondary surgery. It was stated that the lens was switched because the physician felt there would be better outcome with a different intraocular lens (iol) power. It was stated that patient outcome was good.